Event description:
Information as it was reported to ams indicates that the laser was stuck during warm up. The laser was restarted several times to no avail. The procedure was completed with an alternate (classic resection).there was no injury to patient reported; however the manufacturer is filing this due to an alternate procedure being performed as a result of the system malfunction.

Manufacturer narrative:
System analysis/service repair: the customer's report was confirmed and found to be the result of a faulty pc board. Upgrade all boards and mcb were replaced, rf checked and cleaned fiber port. The system was tested and verified to specification. (B)(4).

Manufacturer narrative:
The master control board (mcb) that was replaced was not returned to ams.